Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. The device was received in with a damaged corner on the casing , missing battery cover, loose manometer cover, and all small knobs were cracked. The technician connected to an oxygen (o2) source with the patient circuit, applied back pressure and performed peep testing. The manometer functions as intended but the cover was not intact. The reported event was not confirmed. The root cause of the reported issue could not be determined, the manometer was damaged by the customer and may be reported issue is intermittent. The technician replaced the manometer as a preventative measure.

Event description:
It was reported that the manometer doesn't work. Additional information received 20 august 2021 (email): issue discovered 9 august 2021 during cleaning. No patient injury was reported.